Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier ( (B)(6) (box 2), is related to case with patient identifier (B)(6) (box 1).

Event description:
It was reported that the connector of the infusion set was "hanging loose" and the cannula was out of the patient's body which caused a leak. The patient experienced elevated blood glucose levels. No adverse event was reported. This occurred with 2 different infusion sets from different boxes with the same lot number. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.